Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the balloon wall, which suggests that overall crimp contact was achieved between the stent and balloon. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The bumper tip of the device showed signs of damage on the distal edge of the tip. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14-feb-2016. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in an unspecified vessel. A 2.50x16mm promus element plus stent was advanced however, the device could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent dislodgement.